Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during bolus. The customer stated that there was an absence of no delivery alarm and that the device continued to keep going although he did not receive any insulin. He reported that his blood glucose levels rose as high as 500 mg/dl, and his doctor advised him to call. The blood glucose reading was 244 mg/dl. Advised the discontinuation of the insulin pump and that it would be replaced. Nothing further reported.

Manufacturer narrative:
Motor error alarm during the occlusion test and unable to prime during prime test due to faulty force sensor resistor. Motor passed motor test. Insulin pump received with cracked reservoir tube lip, scratched lcd window and missing end cap sticker.